Event description:
Infusion pump with an 812:02 failure code. The biomed stated that there was no report of any pt injury or medical intervention resulting from this failure, and that the failure did not occur during pt use. Info was requested by baxter's customer service regarding pump programming and set-up info, tubing product code and lot number in use but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.